Event description:
This lead was implanted on (B)(6) 2008 and was explanted on (B)(6) 2011 due to subclavian crush was observed. The physician was dr. (B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).